Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusions occurred during bolus delivery. The cause could not be determined during system check with tandem technical support. Customer changed supplies to address the occlusion alarms and successfully resumed insulin. Customer's blood glucose level was 180-220 mg/dl.